Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on (B)(6) 2022.

Manufacturer narrative:
Device evaluation: the device evaluation of the evo-fc-10-11-6-b of lot c1905250 was completed. On evaluation of the device the following was observed: stent deployed on return , stent still attached to safety wire. Red marker past point of no return. Handle actuating fine. Safety removed with no issue. Stent fully released. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot c1905250 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1905250 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use ifu062, that accompanies this device states ¿¿ visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause of the tortuous patient anatomy/tight stricture causing issues in deploying the stent. From feedback it was confirmed that the issue was in relation to deployment of the stent ¿this complaint is difficulty in deploying this stent. Impossible to deploy so no remove the red wire. It should be noted the stent was able to be fully released and safety wire removed with no issue upon evaluation. Confirmation of complaint complaint is confirmed based on the customers and/or rep testimony according to the customer there was a difficulty dropping the prosthesis. Confirmed quantity of 1 device, confirmed used. Investigation findings conclude a possible root cause is most likely due tortuous anatomy/tight stricture leading to deployment issues. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers and/or rep testimony complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion on the investigation on the 25-may-2023.

Event description:
The translation is: "dear madam, sir, a department of the chu henri mondor reported an incident that occurred during the use of: reference: evo-fc-10-11-6-b lot: c1905250 expiry date: 00/01/1900. (B)(6) pharmacist (B)(6) 2022. Biliary prosthesis evolution self-expanding completely covered difficulty dropping the prosthesis. No immediate response, no possibility of recapture. The soiled device is available at updms. No decontamination can be carried out. As per cc form: "difficulty dropping the stent. No immediate response, no possibility of recapture." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur?, during stent placement, while . 2. What endoscope type and channel size was used? Olympus 3. What was the position of the elevator? Open. 4. Details of the wire guide used (diameter, type, make)? Boston scientifique. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Zip port? 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site. Canal duct. 8. How long was the stent in the patient by the time this complaint occurred? 1-2minutes. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure stent boston scientifique. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink) no. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 4cm. 2. Where was the stricture located in the body? Canal duct. 3. Was there resistance felt passing wire guide through stricture? N/a. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? N/a. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Deployment & recapturer. 2. If other, please specify. 3. Was the directional button pressed during use? Yes. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 5. Was the yellow marker kept in view during deployment? Yes. 6. Are images of the device or procedure available? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.